Event description:
It was reported by the user facility that the tubing which connects to a power pump was found to have a hole in it after the procedure was completed. The irrigation fluid leaked out of the tube and the pump/floor was covered. The user facility considered it a contaminated case as a result of the open area. No further information was provided.

Manufacturer narrative:
Age of device - supplier confirmed that the tubing was manufactured in 2006, which would have made it approximately 3 years old.report information was relayed to the supplier who indicated that they did not need to see the product as the tubing was manufactured in 2006 and no other reports of similar issues have been received. Incident appears to be isolated.this report filed september 2, 2009.

Event description:
It was reported by the user facility that the tubing which connects to a power pump was found to have a hole in it after the procedure was completed. The irrigation fluid leaked out of the tube and the pump/floor was covered. The user facility considered it a contaminated case as a result of the open area. No further information was provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of material certification found no anomalies. Date of event - approximate age of device - unknown - evaluation of returned component confirmed reported hole in tubing. Product has been forwarded to supplier for further investigation. Upon receipt of supplier evaluation, a follow up report will be sent to the FDA. This report filed july 17, 2009.